Event description:
A burton medical visionary single ceiling surgical light became detached at the joint between the swing arm and the light head. The falling light head impacted the physician on the head, however, no injury resulted, and no first aid was required. The light subsequently impacted the pt on the shin bone of the leg. The impact to the pt resulted in a bruise which was treated with ice. Upon investigation it was determined that the light was improperly installed by the customer. A safety sleeve designed to secure retainer clips necessary to secure the head in place had not been installed. This was the root cause of the light becoming detached.